Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood present in/on the helix mechanism.

Event description:
It was reported that there was difficulty advancing the stylet through the lead and positioning/fixing the lead. The lead was not implanted. No patient complications were reported as a result of this event.